Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample 1 initial ise indirect gen 2 sodium result was 168 mmol/l and the repeat result was 141 mmol/l. Sample 2 initial creatinine result was 25 ¿mol/l and the repeat result was 81 ¿mol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The sodium electrode and creatinine reagent lot numbers and expiration dates were requested but were not provided. The field service engineer found the sodium hydroxide (naohd) aspiration tube was partly cracked. He replaced the rinse tubings and adjusted the rinse volume. He changed the cuvettes and performed a cell blank measurement and a photometer check. The customer performed qc and a general functional check that was acceptable. The investigation determined the service actions resolved the issue.